Event description:
It was reported that a procedure was cancelled. The target lesion was located in the superior mesenteric artery. An angiojet solent dista was used for thrombectomy procedure. However, before the procedure begin, the device would not prime. The procedure was not completed due to no available device to replace and rescheduled it on the other day. No further complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.